Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient went back into the hospital and found the location of the target was poor and the location needed to be changed. A second surgery was to be performed on (B)(6) 2018 to replace the target and replace the new lead for implantation. It was unknown what the reason for failure was. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the poor target location was unknown. The patient indicated weakness in walking after the surgery, along with weakness in their whole body and general poor effect. They were not informed about the position deviation. A second operation to replace the target was scheduled for 18 october 2018.

Event description:
Additional information was received. The implant date of the lead was (B)(6) 2016. The lot number of the lead was updated. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va15865, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.